Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a white display.  A white display is indicative of a lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that they sent their device off to a third party service provider for evaluation.  The customer advised that the third party service provider reloaded the device's software, after which the reported issue could no longer be duplicated.  After observing proper device operation through functional and performance testing the unit was then returned to the customer for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
Device manufacture date, of the initial medwatch report indicates:  09/21/2005. Device manufacture date, of the initial medwatch report should have indicated:  9/20/2005.